Event description:
It was reported that an roi-c cage broke during the introduction of the anchoring plate. The plate would not deploy once the cage fractured. The cage and plate were replaced and the procedure was completed. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage broke during the introduction of the anchoring plate. The plate would not deploy once the cage fractured. The cage and plate were replaced and the procedure was completed. There were no reported patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excess force applied during insertion or incorrect anchor plate trajectory. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.